Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the lower extremity and during pre-dilatation the fox xv balloon ruptured at 12 atm. The device was removed as a single unit and no balloon material remained in the vessel. Reportedly, the lesion was described as concentric, heavily calcified and de novo; the physician felt this contributed to the balloon rupture. There were no reported adverse patient sequelae. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported, the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.